Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a proglide device via a 7fr sheath after a coronary interventional procedure. Reportedly, the proglide foot was unable to be opened as the lever was not able to be opened up. The proglide device was removed and replaced with a new proglide device to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported foot deployment issue was not confirmed. The investigation was unable to determine a conclusive cause for the reported foot deployment issue; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.